Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient faced an issue with infusion set's adhesive on 24-jun-2024. The tape did not stick as there was not enough adhesive that led the tape to fall. No further information available.